Event description:
The initial reporter alleged discrepant results were generated using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the s201 instrument. The sample in question was non-reactive for hepatitis c virus (hcv) when tested on the s201 instrument. However, the same sample was reactive for hcv with a cycle threshold (CT) value of 40.34 when tested on the cobas 8800 system. Additionally, the sample tested positive for hcv serology. The organ associated with the donor sample was discarded, and organ/tissue donation did not proceed.

Manufacturer narrative:
The reported event occurred on an s201 instrument (serial number: (B)(6)). The investigation determined that the discrepant results were likely due to the sample being at or near the level of detection (lod) of the s201 system. When a sample is at or near the lod, wavering results can occur. A review of batch records, product release, stability data, and internal non-conformance records did not identify any product-related issues. The product was confirmed to meet specifications, and no harm was alleged in this case.